Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's right eye but was removed during the same procedure. Pars plan vitrectomy (ppv) and sutures were performed. It was learnt that there was capsule tear. The patient was then sent to retina specialist. The suspect iol will not be returned for evaluation. No other information was provided.

Manufacturer narrative:
Section d6a: if implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed revealed that no other complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Section h6: health effect - impact code: 4625 (pt-unplanned vitrectomy and pt-sutures). An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: received new information as clarification that initially unplanned vitrectomy was done since capsule tore and it was found that zonules did not hold the suspect iol. However, surgeon has identified that the vitrectomy was not completed so he sent the patient to a retina specialist to complete the vitrectomy. Patient was sent to the retina specialist who did complete the vitrectomy and also repaired the retinal detachment. A secondary iol from non johnson and johnson iol (alcon) was implanted. Patient last seen on (B)(6) 2023 and vision seems to improve. Will return for next visit after one week from today. No other information was provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.